Event description:
The complainant alleged that during biomed testing, the device was unable to select pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.